Event description:
Patient reported to our pharmacy that safestep suber needle set lh-0035, lot asgnf086, cracked and leaked her parenteral nutrition while it was infusing during the evening of (B)(6) 2023 which broke the sterility of her infusion set up. The product had a crack or hole near the proximal end of the tubing near where the needle bends 90 degrees.